Event description:
Sapphire pca on ICU pt with dilaudid .2 mg/dl in a 100 ml bag. Pump set at continuous rate of .5 mg/hr with a bolus dose of .5 mg available up to 4 times per hr. A new bag was hung at 0320 hr. Rn found bag empty at 1500 hr. In the <12 hr time, the calculated volume that should have been delivered during this time period was 72.5 ml (continuous plus 17 bolus doses) with 27.5 ml remaining. However, according to the pump reading there should have been 42.6ml left in the bag. The pt rec'd a higher dose than planned but there was no significant adverse impact to pt. The device is distributed by hospira, (B)(4).